Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not opening. A field service engineer removed the drawer from the chassis and inspected the rear components. Found loose screws on the hard stop and tightened them. Inspected both the latch assembly and solenoid assembly, no further issues identified. Reset all cable connections and reinstalled the drawer into the chassis. After reconnecting the pixie bus cable, the station restarted. During startup, fse logged into administrative mode and launched the hardware testing application (hta) for verification. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.1 was failed to open. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.